Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
A patient reported that they experienced the events of ¿felt pain on right breast since the surgery. When the stitches were removed, right breast device had a fold and patient felt a lot of pain.¿ patient reported "implant started to rotate". Healthcare professional reported "baker iii contracture", "palpation" and "punctate microcalcifications". The device remains implanted.